Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardiac monitor (icm) exhibited diagnostic anomaly in which differing p-wave amplitudes resulted in false positive indications of atrial fibrillation events. No intervention was performed. There were no patient consequences.